Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and upon observing the instrument dosing the strip, it was apparent that the yza alignments were off. The fse replaced the yza assembly to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false positive urine blood for controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.